Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided, best estimate is (B)(6) 2020 if implanted; give date: exact date for this lens is unknown: implant dates provided are (B)(6) 2020. If explanted; give date: not applicable, lens remains implanted. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, no further information has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that four cases of endophthalmitis post-op occurred after implantation's on (B)(6) 2020. Post-operative myopic residual refraction was noted due to a lower post-operative lens position than expected. Lenses remain implanted and no further interventions have been reported so far. Through follow-up we learned that the customer is not expecting any contamination of the materials used after no pathogens could be detected. A toxic anterior segment syndrome is his best guess based on current information. No additional information was provided. The implantation dates could not be linked with specific lenses by the customer. Therefore, separate reports will be submitted for each individual lens. This report will capture lens 2 of 4.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.